Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18792, 18794. The pt underwent a procedure for a permanent scs system on (B)(4) 2013. Postoperative communication was unable to established with the ipg. It was determined, the ipg has flipped in the pocket when the pt was turned over. The pt was taken back into surgery, the ipg was flipped over and communication was able to be established. It was also reported, the pt experienced a headache and nausea postoperative. F/u info indicated the pt was given an unk medication and her headache is resolved. The pt stated she may have had the flu.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.